Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with amikacin injection (500mg, ongoing, route and frequency not reported), vancomycin injection (1 gm, ongoing, route and frequency not reported) for the peritonitis event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that antibiotic treatment was stopped and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.